Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when removing the specimen, the device's bag completely detached from the ring, it fell into the patient and another bag was used to retrieve it. It was reported that they opened another device that worked properly to complete the case. It was reported that there was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Pmv performed functional testing which included retracting and advancing the ring without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.